Event description:
It was reported that the patient underwent a surgery where an artificial cervical disc was implanted in the c5-6 level. Four years post-op, the patient had reportedly developed posterior osteophytes, and required removal of the disc.

Manufacturer narrative:
(B) (4). A review of the device history records for this device was not possible without additional device information. Evaluation of the returned device found the sheath had a glossy external surface with no discoloration, deformation or cracking. Bone ongrowth was exhibited on both the inferior and superior titanium endplates. Damage was noted on the superior endplate's surface, retaining ring and tear in sheath. This damage is attributed to the iatrogenic damage during removal. Following disassembly it was noted that the disc contained soft tissue surrounding the nucleus. The nucleus had a glossy appearance with no observations of impingement. Additionally, the inferior and superior endplates exhibited a glossy finish.